Event description:
Revision surgery - due to has pain associated with external rotation and abduction of the hip.

Manufacturer narrative:
Agent reported revision surgery due to pain associated with external rotation and abduction of the hip. Complaint has been evaluated and is similar to report number 1644408-2019-00871; 931-36-752, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.